Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified. The event can prevented by following the instructions for use which state: "preparation and inspection. Inspection of the endoscope. -inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the endoscopic system inspection of the air-feeding function inspection of the objective lens cleaning function. Precleaning the endoscope and accessories. -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories -flush the air/water channel with detergent solution - remove detergent solution from all channels". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The nozzle was clogged by some black rubber-like foreign material. In addition, due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesive on bending section cover had a chip. Due to nozzle clogging, amount of water contact did not meet the standard value. Plug unit had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (evis lucera elite gastrointestinal videoscope) is an olympus loaner asset that was returned for nozzle being clogged. There was no delay in procedure or report of patient harm associated with this event.